Event description:
While analyzing a pt's heart rhythm, (age & gender unknown) the device returned a "shock advised" message for what appeared to be an asystole heart rhythm. The clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.